Event description:
Pt arrived with acute myocardial infarction with severe left ventricle dysfunction with cardiogenic shock. Pt was taken to the cath lab for coronary angiography, tpi, iabp insertion and angioplasty. Pt was then transferred to the ICU where during the ICU stay on day "0", iabp balloon ruptured.

Manufacturer narrative:
The device has not yet returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).